Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during flushing of a 9mm x 40mm precise pro carotid self-expanding stent (ses) delivery system, it was found that the delivery sheath did not completely cover the stent. The delivery system was not left in its tray during flushing, and part of the stent was unconstrained when removed from its tray. An attempt to adjust the device was unsuccessful, and further operation was abandoned. A non-cordis product was used to complete the procedure. There were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU). No damage was noted to the product packaging prior to use, and there was no difficulty removing the device from its packaging. There was no difficulty flushing the delivery system. The device will be returned for evaluation.